Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced multiple low speed alarms on (B)(6) 2026 and there was concern for a short-to-shield (sts). The log file captured low speed events on (B)(6) 2026 with speed captured as low as 6240 rpm which occurred while on mobile power unit power. This appeared in the log files to be an sts. X ray images were submitted which did not show obvious areas of shield breakdown. An external driveline repair was performed on (B)(6) 2026. The entire external portion of the driveline was replaced with no issues. The patient was sent home with a power module and non-grounded patient cable. After the driveline repair, the patient was still having low speed advisory alarms while connected to the mpu. The patient was advised that the repair was likely unsuccessful and to stay on battery power until the patient could acquire an ungrounded cable and power module from hospital. They also reported the mpu was no longer operating properly as it kept shutting off when ac power is removed. Patient verified batteries inserted properly. The mpu was planned to be exchanged during next clinical visit.